Event description:
The friend or family member of the patient reported the patient had a trial with a nevro stimulator that did not work. It was also reported that after the patient's trial, the pain seemed worse. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).